Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the cap was not fully assembled onto the cannula. It was reported that the obturator was damaged, the cannula was separated from the top of the trocar, and the user experienced difficulty in the insertion or removal of the device to or from the port. The reported issues were confirmed. The complaint was confirmed based on the actual device. The root cause of the observed condition was determined to be a result of a quality control deficiency at the supplier. Improperly oriented flares allowed for disengagement of the metal shaft from the obturator top. Improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. The first image showed the surgeon holding the cannula looking down on the trocar. The second image showed the surgeon holding the top of the obturator looking up from underneath. The obturator shaft is not in view. The third image showed the surgeon holding the obturator shaft looking down on the distal end. The fourth image showed the surgeon holding the obturator shaft looking at the side of the distal end. It was reported that the obturator was damaged, the cannula was separated from the top of the trocar, and the user experienced difficulty in the insertion or removal of the device to or from the port. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic total hysterectomy, upon entry to the trocar the cannula was detached and obturator was disengaged from the top hub of the trocar. A new trocar was opened and used to complete the procedure. There was no patient injury.